Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿might be busted¿, ¿has a little dimple," and ¿95% disabled¿ and ¿being sick." Patient additionally reported ¿ brain fog," and ¿breast implant illness¿ all not related to the device. The device remains implanted.